Event description:
Patient called back to report that since they last spoke with patient services, they met with medtronic rep (B)(6) probably sometime in (B)(6) 2024 and (B)(6) had added new programs for the patient but the patient stated the rep was surprised at the time to see that the patient had a low battery. Patient's reason for call today had been to report they'd received a message: "therapy has stopped. Replace internal device to continue therapy. End of service." Patient stated the therapy still hadn't been helping their symptoms and so they had wanted to connect to their settings to make a therapy change but they received the message. Patient services reviewed the meaning of the message with the patient and the patient stated they were surprised the battery had died as they were told when they got it, it would last 10 years. Patient didn't understand how it died so quickly. Patient services reviewed battery longevity considerations with the patient and redirected the patient to follow up with their health care provider (hcp). Patient stated on their most recent program they were at 3.7 ma however they'd been higher than 3.7 ma while on other programs in the past. Patient stated they were going to follow up with their hcp. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.